Manufacturer narrative:
Apoc incident #: (B)(6). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result on (B)(6) male patient with chest pain described as pressure on chest left side to right arm since previous night. The patient was admitted on (B)(6) 2017 and discharged on (B)(6) 2017. The patient did not go to the cath lab at their facility. He was admitted to telemetry. He had previous been in a cath lab on (B)(6) 2017 for successful 2 vessel pci with 2 drug eluting stents. There was no additional patient information at the time of this report. Return product is available. (B)(6). There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 10/11/2017. Retain and return product was tested and product is functioning to specification.

Event description:
Na.